Event description:
It was reported that during a fistula treatment procedure, a balloon rupture occurred. The target lesion was located in a fistula in the arm. The 5.0mm x 40mm, 75cm gladiator balloon catheter was advanced to the lesion. The balloon was inflated first below rated burst pressure. During the second inflation, the balloon ruptured at 20atms. A circumferential tear was noted in the balloon. The distal portion was still on the shaft but inverted on the tip of the catheter, like an umbrella. Both ends of the balloon were attached to the shaft. There were removal difficulty; however the physician just wiggled the ruptured balloon out of the sheath. The device was removed and the procedure was ended. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).